Event description:
Ph capsule calibrated. Procedure was completed by and capsule placed @ 28cm. When receiver was started for calibration received a c1 message. Called and talked with medtronic's and was told that there was some type of interference with the receiver. Patient was notified of the problem and will reschedule with the physician to place another capsule with a different receiver. Medtronic is sending a new receiver and will send this receiver back to medtronic's for calibration. Medtronic is sending a new receiver.